Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control materials. Testing results: qc 1: 3.0 inr , qc 2: 3.0 inr, qc 3: 3.1 inr . All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient did not believe the meter value to be correct since she was taking much more marcumar medication than usual. A venous sample from the patient was tested in the laboratory using an unknown method, resulting as 2.1 inr. At the same time, a sample from the patient was tested on the meter, resulting as 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.0 inr. There has been no change in the patient's medication. The patient's product has been requested for investigation.